Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. An engineering eval is being conducted.

Event description:
On (B)(6) 2011, this pt was implanted with gore excluder endoprostheses to treat an abdominal aortic aneurysm. Viabahn devices were placed in both external iliac arteries due to calcification. The physician used a 16 fr cook sheath to deliver a (B)(4) through the right common iliac. The sheath became stuck at an anastomosis from a previously placed graft. This caused pressure on the graft and caused the distal olive tip to separate as it was being advanced. The sheath and device were pulled back, causing the device to self deploy. The physician expanded the incision and was able to remove the device. Another device was with an 18 fr sheath. The pt tolerated the procedure and no further complications were reported.